Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) and clip delivery system (cds) was introduced into the patient. Sgc and cds was prepared as per IFU. When physician steered down with the clip, a floating structure was observed on the clip arm. Physician decided to continue with the procedure. The clip was opened to 120 degrees, and the floating structure was not visible anymore during or after the procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.